Event description:
It was reported that a system error 2267 (air in line) alarm occurred on a homechoice (hc) device during dwell five of five of peritoneal dialysis therapy. The patient was connected to the device when the alarm occurred. During troubleshooting, there was nothing unusual noted with the supplies or set up that could have caused or contributed to the reported alarm. The patient was referred to the hospital for instructions on how to complete therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. A batch review was conducted for potentially associated lot number s13h22093 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.